Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged usb cable issue could not be verified as the product was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. A replacement cable was sent to the customer. Additionally, a malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 327mg/dl.